Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user announced a breakfast meal and the ilet delivered excess insulin, after which the user experienced hypoglycemia with a nadir of 54 mg/dl and was advised by the field team to perform a factory reset. Symptoms included shakiness and sweating. Outcomes included a low glucose episode lasting about two and a half hours that was corrected with oral carbohydrates, with glucose returning to range and no need for outside assistance or medical intervention. Investigation included troubleshooting and user education conducted with support from the field team. Investigation of this case revealed an event consistent with hypoglycemia of unclear cause following meal announcement, without confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.